Manufacturer narrative:
No patient demographic information was provided by the customer. The beckman coulter fse dispatched to the customer site determined that a malfunctioning wash valve rotor had caused the introduction of air into the wash buffer dispense system. The fse identified air in the dispense system as the cause of the non-reproducible access t3 result reported by the customer.

Event description:
A beckman coulter fse (field service engineer) was dispatched to the customer site to address a non-reproducible triiodothyronine (access t3) result generated on the customer's access2 immunoassay system serial number (B)(4). There was no report of patient injury or change in patient treatment associated with this event. Calibration and instrument system check results were not provided. The customer stated that the quality control was within expected ranges at the time of the event. Information on the collection and processing of the patient's sample was not provided